Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) didn't store a ventricular fibrillation (vf) episode for the patient. The device was programmed to primary vector and smart pass was on. The arrythmia occurred while the patient was visiting the hospital for a routine cardiac procedure. Technical services (ts) confirmed there was no recent data record and suspected the arrythmia was converted before the device was able to charge. The hospital confirmed the device was operating as programmed. The ventricular tachycardia (vt) detection rate was set to 180 beats per minute (bpm) and the patient's vt was between the 150 to 160 bpm range. The rate was too slow for the device to detect with its current programming. Additional information was requested from the field. The patient was externally defibrillated which broke the rhythm. The s-ICD was not reprogrammed by electrophysiology (ep). This s-ICD remains in service. No adverse patient effects were reported.